Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto® 3 system and while ablating, a map shift issue occurred. It was about 2 cm in catheter location before and after map shift. There was no error message, no patient movement and no cardioversion. No adverse patient consequence was reported.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The hardware investigation was completed on 26-dec-2023. It was reported that a patient underwent a cardiac ablation procedure with a carto® 3 system and while ablating, a map shift issue occurred. It was about 2 cm in catheter location before and after map shift. There was no error message, no patient movement, and no cardioversion. No adverse patient consequence was reported. Hardware investigation details: the biosense webster field service engineer confirmed that the workstation had multiple flickers and sticks during surgery, so reinstall the workstation system. Import user profile, fail off, machine resumes normal operation. In addition, an investigation was initiated by the manufacturer to investigate the issue. The issue was not reproduced. No additional investigation can be performed as the data related to the issue was not provided. In addition, the history of customer complaints associated with this specific system was reviewed and it was found that the issue was not reported anymore. The system is ready for use. The history of customer complaints reported during the last year associated with carto 3 system # 6067771 was reviewed. No similar complaints were found. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. A manufacturing record evaluation was performed for the system #6067771, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2025, additional information was received. It was reported that the overall shift of the model was modeled twice, and the model shift was found. The approximate difference in catheter location before and after map shift was about 5 mm. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).